Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing tones. The patient wasn't sure if it was her device or the smoke alarm emitting the beeping tones.